Manufacturer narrative:
Event date: 2013. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead; model #: sc-3138-35, serial/lot #: (B)(4) description: scs phiii ext 35cm; model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing bowel incontinence when the stimulation is turned on. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing bowel incontinence when the stimulation is turned on. The patient will undergo an explant procedure.